Event description:
It was reported that a ventilator had a blank display during patient use. The patient was removed from the device and placed on an another ventilator without any report of patient harm. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).the customer support engineer (cse) verified the malfunction and replaced the graphical user interface (gui) printed circuit board (pcb) to resolve the reported event. In addition, the software was upgraded to the current revision. The unit passed all perfomed testing and operates within the manufacturing specifications.